Event description:
It was reported that during a surgical procedure at the user facility, the device disassembled, resulting in potential exposure of a non-sterile battery to the surgical site. The procedure was completed successfully using back-up equipment. No delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event, housing fractured and separated into two parts, was confirmed. The service technician/specialist observed that the top housing had separated from the bottom housing at the weld. The unit was received in two pieces. As this is not a repairable device, it was not returned to the customer.

Event description:
It was reported that during a surgical procedure at the user facility, the device disassembled, resulting in potential exposure of a non-sterile battery to the surgical site. The procedure was completed successfully using back-up equipment. No delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress.